Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-33, lot# v870675, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. (B)(4) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on november 8th reported the wire was not broken, the lead had migrated after a number of years. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are:: product ID: 3093-33, lot# v870675, implanted: (B)(6) 2012, explanted: (B)(6)2017, product type: lead.

Event description:
Caller mentioned patient had implant neurostimulator (ins) replaced. Caller stated ins was replaced due to normal battery depletion, however, they found that a wire was broken so they replaced "the whole thing." Caller stated the representative figured out the wire was broken. Caller stated patient was made aware of the ins wire breaking at the time of ins being replaced. Caller stated that maybe the stimulation was off and that was the reason for patient's return of symptoms and accident.the patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated. Information omitted pertained to related (B)(4).